Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture and vessel dissection occurred. The 100% stenosed target lesion was located in the severly calcified and moderately tortuous right superficial femoral artery (sfa). The right sfa was pre-dilated with a non-bsc balloon and ivus confirmed the lesion was severly calcified. A 2.0x100/135mm sterling balloon further dilated the lesion at 12atms for 60 seconds. However, adequate results were not obtained. Without rotating the balloon catheter, the sterling balloon was inflated again and ruptured at 13 atms. After the balloon ruptured, the physician noticed a dissection in the right sfa. To treat the dissection and complete the procedure, a non-bsc stent was deployed and post-dilated with a 5.0x60mm sterlng balloon. No additional patient complications were reported. The patient's current condition is listed as "ok".